Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ 3-way stopcocks white caps are loose and connecta's are easily disconnected. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8212978. Our records show that this is the only instance of this issue in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples submitted were reviewed and found to be clear of any observable cracks or deformations that could lead to a loosened cap. The returned units were also subjected to leakage testing to identify non-observable defects; the results from our examination found no signs of leakage in any of the returned units. Unfortunately without the duplication of the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. Based on investigation results to date, root cause for manufacturing process cannot be determined.

Event description:
It was reported that bd connecta¿ 3-way stopcocks white caps are loose and connecta's are easily disconnected. No serious injury or medical intervention was reported.